Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty to remove from the guide wire was confirmed. The difficulty to position with a guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual/dimensional/functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to position/remove the device from the guide wire from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx) artery. After successful placement of the balanced middle weight (bmw) universal ii guide wire, pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). The 3.5x28mm xience xpedition stent delivery system (sds) was advanced; however, it could only be advanced a few millimeters on the bmw universal ii guide wire. The xience xpedition sds became stuck on the bmw universal ii guide wire outside the patient's anatomy and could not be removed. The xience xpedition sds and the bmw universal ii guide wire were removed as a single unit. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another guide wire and sds were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The balanced middle weight (bmw) universal ii guide wire mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the xpedition was returned with the balloon opened and the stent implant missing. Additionally, the shaft separated into two pieces and one of the pieces was not returned. No additional information was provided.